Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
Ultimately the lead was surgically abandoned and device was replaced.

Event description:
Boston scientific received information that this pacemaker detected noise which was oversensed on this right ventricular lead. This resulted in pauses greater than two seconds. Isometrics initially showed noise alone on the right atrial and right ventricular leads which could not be reproduced within the same visit. Impedances were reported to be steady. No adverse patient effects were reported with this pacer dependant patient.

Manufacturer narrative:
It was later reported that a holter monitor revealed pauses and the patient had syncope. The physician has plans to replace the system.

Manufacturer narrative:
A loss of capture was later also reported.

Manufacturer narrative:
The device was returned and underwent detailed analysis. External visual inspection of the device noted slight body fluid contamination in both lead barrels. No holes were noted in any of the seal plugs. All the set screws were found to move normally and completely in both clockwise and counter clockwise directions. No abnormal difficulties were noted during lead insertion. Further, the device passed all functional testing which confirms proper operation of the pacing and sensing functions of the device. In conclusion, the allegation from the field was not confirmed or duplicated through testing and detailed analysis as the device met specifications.